Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. According to technical services (ts), this was a sudden jump, not a gradual rise. The involved lead is a non boston scientific product. Reprogramming was performed and ts recommended further testing. No adverse patient effects were reported. This device system remains in service.